Event description:
Complainant alleged that while attempting to monitor a female pt, the device prompted "stand clear", however, did not proceed with a "shock advised" prompt and medics were unable to deliver therapy. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corp has not received the device for eval, and this complaint is still under investigation.